Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer switched to manual daily injections to ensure insulin delivery was not interrupted, and technical support arranged to send a replacement pump. Instructions were provided for returning the faulty pump and preparing it for storage, which the customer understood and acknowledged.